Event description:
The hcp reported the pump was explanted due to battery depletion and to MFR's recall. A follow up will be sent if add'l info is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.